Manufacturer narrative:
(B)(4).

Event description:
The patient began recharging her implantable neurostimulator at 8 am and stopped recharging in the late afternoon. The patient felt a burning sensation on her skin. The skin 'ripped off' when her husband removed the recharger antenna. The patient was seen by her hcp the next day. The neurostimulator site was infected and had been infected for a couple of days. Please see MFR report # 3004209178-2008-07964. The patient had seen the high temperature icon prior to this event. A replacement recharger was sent to the patient. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.